Event description:
The customer reported no audible alarms. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.